Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic examination found a longitudinal burst, 15mm in length. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects on the catheter tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon the 1st inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3x20mm non bsc balloon. No patient complications were reported and the patient was discharged.